Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while charging the pump. The customer stated the pump felt really hot. In addition, the customer was having difficulty charging the pump. It was confirmed that the pump was able to be charged with different charging supplies. The customer's blood glucose level was 200 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.